Manufacturer narrative:
A visual inspection of the defect was confirmed. No dimensional verification was performed due to the condition of the device. The jaws do not close due to excessive force during use. Due to these observations no root cause related to the manufacturing process can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution..

Event description:
It was reported that during a hip scope procedure when the surgeon removed a loose body from the hip, the grasper broke. They believe it broke due to the loose body was so big and thick, the jaw could not clamp down on it. The patient is noted as having calcified bone on rim of acetabulum. No patient injury or other complications were reported.